Event description:
It was reported that the patient passed away. The patient was found deceased by son. The cause of death was unknown. No additional information was provided.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
A2 - patient age: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: additional information no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The cause of death and events leading up to the death were unknown. The death was not considered device related; it was noted that the device operated as expected.